Event description:
It was reported that an overdischarge (od) was suspected. The patient was unable to connect to his recharger. He had lost his programmer but when he got the replacement, it stated his stimulator was depleted. The patient tried to charge but was not able to connect. He had not made a complete charge for 30 days. The patient met with a company representative for a restart/physician mode recharge (pmr). Two pmrs were attempted in the office to get out of od. The patient was sent home to do a pmr as well. The patient did as such, and was able to charge, but had a warning power on reset (por) and overstimulation. The company representative planned to see the patient to resolve the issue. Additional information about the outcome/resolution was requested. If received, a follow up report will be sent.

Event description:
It was further stated that the patient had not been compliant. No additional information was known by the company representative.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).